Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that a patient data file needs to be sent in order to confirm reason for disablement. It was noted that the battery status is at beginning of life, and the elective replacement indicator (eri) value is not set, therefore causing the date to show as (B)(6) 2000. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that a patient data file needs to be sent in order to confirm reason for disablement. It was noted that the battery status is at beginning of life, and the elective replacement indicator (eri) value is not set, therefore causing the date to show as (B)(6) 2000. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker software was updated, this restored radio frequency (rf) telemetry. Technical services (ts) noted the need to use a new communicator in order to successfully connect with the device. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services discussed that a patient data file needs to be sent in order to confirm reason for disablement. It was noted that the battery status is at beginning of life, and the elective replacement indicator (eri) value is not set, therefore causing the date to show as (B)(6) 2000. This pacemaker remains in service. No adverse patient effects were reported.